Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. Customer used another external paddle for testing and device was able to work functionally. The reported problem was determined to be due to the external paddle failure, the external paddles were dropped before, which could be the cause of the paddle failure. Customer decided to phase out the device, so device was not repaired. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl indicating that the nurse felt numbness after charging device for defibrillation. Device was in clinical use at the time of event. However, there was no patient harm or injury reported to philips. The event did not claim that the patient was injured. The type of harm reported was that the nurse felt numbness in their right finger. The numbness the user felt was temporary, no other symptom was experienced, no medical intervention was taken and the user recovered completely. Therefore, this injury was assessed as minor injury. This report has been updated from serious injury to product problem.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. Customer used another external paddle for testing and device was able to work functionally. The reported problem was determined to be due to the external paddle failure, the external paddles were dropped before, which could be the cause of the paddle failure. Customer decided to phase out the device, so device was not repaired. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl indicating that the nurse felt numbness after charging device for defibrillation. Device was in clinical use at the time of event. The nurse felt numbness in their right finger, which was identified as minor injury. The event did not claim that the patient was injured. The type of harm reported was that the nurse felt numbness in their right finger. The numbness the user felt was temporary, no other symptom was experienced, no medical intervention was taken and the user recovered completely. Therefore, this injury was assessed as minor injury.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating the patient experienced ventricular fibrillation and the operator immediately carried a monitor to administer 150j asynchronous defibrillation. After the 150j was fully charged, the rescue nurse felt numbness in the right finger. After defibrillation was completed, it was found that there was a crack on the right handle of the defibrillator and leakage. An operator receiving an unintended electrical shock from the device is considered a serious injury.